Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09oct2018. Philips fse (field service engineer) confirmed the reported issue and replaced the blower motor assembly to resolve the issue. The device successfully passed performance specification testing after the repair was completed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Caller reported that an error code "air liftoff failure (1012)"was displayed on the unit. The unit was not in use. No patient/user harm reported. The event date was not specified; estimate used.